Event description:
Malfunction implant guidant defibrillator inserted in 1996; reprogrammed january 1997, malfunctioned january 1997, turned off january 1997 and still installed, turned off, despite requests for removal.